Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the user guide regarding altitude alarm: your t:slim x2 pump detected a pressure difference between inside the cartridge and the surrounding air within the validated operating range of -1,300 feet to 10,000 feet and all deliveries have stopped.

Event description:
It was reported that customer received an altitude alarm while being above 10,000 feet. Customer removed/reattached cartridge to clear alarm. However, intermittent altitude alarms occurred. Customer removed/reattached cartridge again to clear each alarm. Customer's blood glucose was not impacted. Customer reverted to using manual injections for insulin therapy.